Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Additional event for this patient reported on medwatch number 1825034-2016-02211.

Event description:
Patient underwent a hip revision procedure due to unknown reasons. The head and taper were removed and replaced.

Manufacturer narrative:
Concomitant medical product - biomet m2a cup, catalog#: us157860, lot#: 790800; biomet femoral stem, catalog#: 11-103208, lot#: 570490; biomet taper adapter, catalog#: 139266, lot#: 192980.

Event description:
Patient underwent a hip revision procedure approximately five years post-implantation due to unknown reasons. The head and taper were removed and replaced.